Event description:
Discordant advia chemistry 1800 glucose results were obtained on multiple patient samples. The laboratory repeated the samples several times on the same system and an alternate system. There are no known reports of adverse health consequences due to the discordant glucose result.

Manufacturer narrative:
A siemens fse (field service engineer) was dispatched to the customer site to evaluate the advia chemistry 1800 instrument and instrument data. After analysis of the instrument the fse replaced reagent probe 2 and the seals for reagent probe 1 and reagent probe 2. The fse ran a qc precision run and the instrument is performing within specifications. No further evaluation of the device is needed.